Event description:
Complainant alleged that during a routine shift check by a clinican the device did not charge to selected energy. The customer indicated that a few days before the reported malfunction occurred, a patient vomited on the device. The fire department extensively cleaned and scrubbed the device with a cleaning solution. Complainant indicated that there was no patient involvement in the reported malfunction.